Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history record review could not be requested.

Event description:
Pt status post zero-p 2 level , c5-6, c6-7, implantation returned to surgeon's office. Pt was symptomatic at the implant levels. An x-ray showed osteophyte formation in lateral recesses. Surgeon noted nerve root compression and thought there was a non-union. Surgeon removed the two zero-p spacers and eight screws. Surgeon noted he had a hard time removing both zero-p implants; bony growth had formed; surgeon also noted the pt was in poor health. Surgeon revised the pt to fusion from c4 to t1. This is nine of ten reports for this event.